Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument for evaluation. As of the date of this report, the failure analysis investigation has not yet been completed. A follow-up MDR will be submitted post failure analysis evaluation or if additional information is received.

Event description:
It was reported that the force bipolar instrument had a black cable sticking out of the jaw when moving the instrument. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a dislodged conductor wire. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.